Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet pump, resulting in a cracked front screen and a nonfunctional display; a replacement pump was arranged and the patient was instructed to return the original device, shut it down to avoid further alerts, and complete the startup process on the replacement. Symptoms included none. Outcomes included no clinical impact and no need for medical care. Investigation included remote troubleshooting and education, confirmation of shipping and return logistics, and review of device handling and use. Investigation of this case revealed physical damage to the pump¿s screen consistent with accidental user-induced impact; no device alarms or functional malfunctions were reported prior to shutdown. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.